Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event was not confirmed as insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to significant lateral instability and subluxation. Intra-operatively, it was observed that the insert was significantly worn posteriorly. The patient was revised from a 2x11 cr insert to a 2x19 cs insert. Rep confirmed that no further information would be released by the hospital or surgeon.